Event description:
The facility representative contacted baxter to report a colleague infusion pump that had an occlusion alarm. The event occurred during delivery. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was that the downstream occlusion sensor was out of specification. The channel c pumphead module has been replaced. Additional: a service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The user interface module master software version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has been requested to baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.